Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one device was not communicating, and the drawer was not being detected by the bus. A field service engineer replaced the hh pyxi-bus module controller board, retractor bands, and drawer controller boards. Upon reboot, the station did not boot up. The hard drive was replaced, and the station booted up. Unable to assign drawers 3.1 and 3.2, encountered the error: "nullable object must have value." The hard drive was replaced again, and a data sync was performed. Still encountered the error: "nullable object must have value" when assigning drawers 3.1 and 3.2. Medications were moved to drawers 4.1 and 4.2 as they were empty. The electronics drawer and the area around the comm sled and power supply were cleaned. Medications and debris were cleaned from the bottom edge of the back panel. Loose drawers were checked, and the drawer cable was reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one device was not communicating and was not being detected by the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.